Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user received an ¿unable to proceed¿ message while attempting to fill the tubing, consistent with an occlusion and a complete blockage involving the tube component; after dismissing notifications, the user completed the supply change without further issues. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related issue was identified during the interaction, with no device problem ultimately detected despite the initial complete blockage indication in the tube. It was concluded, based on previously established findings for similar reports, that no problem was detected.